Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor removal, patient was unable to locate sensor wire. No medical intervention was necessary. At the time of the call, patient reported experiencing no discomfort at insertion site.